Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported that a patient underwent surgery for a trimalleolar ankle fracture on (B)(6) 2013. A CT scan taken two weeks post-operative revealed a 3 mm step off of the distal tibia joint surface on the posterior malleolus fragment. A decision was made to do a revision surgery to correct the joint surface. All hardware was removed and new hardware was successfully reimplanted during the revision surgery. This is report 1 of 4 for complaint (B)(4).